Event description:
Report received indicated the pt noticed solid red area with scattered clear fluids filled blisters under tape collar only. Also reports skin is itching. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) flexible wafer. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.